Event description:
Infant was receiving infusion through arterial line. Ordered rate was 3cc per hour. It was discovered that infusion rate was actually 30cc/hour previous 17 hours. Pressure cuff was being utilized on the a-line. In addition, it does not appear that the infusion bag was double-spiked, causing air embolism in the brain of the infant. It was later discovered that there was one package insert in the box of pediatric a-line tubing that pressure cuffs should not be utilized on pediatric sets. Not sure if there are any issues with a-line tubing. Manufacturer notified of tubing & cuff use issues as of event day. CT scan of infant revealed air embolism, necessitating transfer to another hospital for hyperbaric treatments. Manufacturer indicates they will also be notifying the FDA.